Manufacturer narrative:
Customer is ordering a new handle and will perform repairs. Injured customer staff member sought medical attention in the emergency room where spinal x-rays were taken. Pre-existing injury cannot be ruled out because abnormalities were identified on the film. No additional treatment occurred.

Event description:
Customer called stating that the xray tech, (B)(6) (no last name provided), was pulling the workstation into an operating room by the rightside handle, and both screws that secure the handle snapped, causing the handle to break off and causing the x-ray tech to fall and injure himself. The injury suffered by the x-ray tech was reported as a large bruise on his back. X-ray tech was sent home from work for two days to recuperate.